Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker reported one of their leads was loose causing premature battery depletion (pbd). Additionally they reported the device was successfully explanted and replaced with a non-boston scientific device and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none was available. Should additional information become available this report will be updated.